Event description:
No additional information was provided, please see h6 & h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. Investigation findings items returned for evaluation: -pusher -implant -introducer items not returned for evaluation: -shrink lock -dispenser hoop -microcatheter the visual analysis of the returned items found the implant stretched with deformed loops but still attached to the pusher and the pusher exhibited kinks at the distal section. Investigation conclusion the investigation of the returned coil system found the pusher exhibited kinks at the distal section and the implant stretched with deformed loops; however, the implant coil was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant stretching and the pusher kinks, but these conditions are consistent with the device experiencing forces over specification.

Event description:
It was reported: the coil prematurely detached in catheter during delivery. They removed the coil still in the catheter and then used a new coil which worked to complete the case. There was no patient impact, injury or intervention. No other information was provided

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.